Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was complaining of discomfort around the collar bone. An x-ray showed that the electrode seemed higher then the original placement. A revision took place and the suture sleeve was loosened from the fascia and the electrode was repositioned to a more appropriate position. The suture sleeve was refastened and the wound closed. Defibrillation was then performed and normal operation was confirmed. No additional adverse patient effects were reported.